Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow-up report will be submitted. Use of humalog u-500 is contraindicated for the t:slim cartridge.

Event description:
Received information stating customer received multiple occlusion alarms. Customer's blood glucose level was 600. Reportedly, the customer using humalog u-500.